Manufacturer narrative:
(B)(4). Based on the information provided, the valve on a spiral-z iliac leg delivery system was leaking. The patient lost 200cc of blood. A 5000 heparin was delivered at the beginning of the procedure. The patient did not require a blood transfusion as a result of this event. The physician stated that the device leaked during flushing but this device was used anyway. A video of the delivery system leaking was provided. The video was reviewed and was used to confirm this complaint. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. The instructions for use (IFU) provides instructions for use, contraindications, warning and precautions regarding use of this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% leak tested per quality control specifications. The work order was reviewed, and there were no observations. We will continue to monitor for similar events. The appropriate internal personnel have been notified.

Event description:
Per complaint form: the valve was leaking between the blue and gray part of it. Patient lost blood. A 5000 heparin was delivered at the beginning of the endovascular procedure. The patient lost 200cc of blood. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.